Event description:
During the ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) errors. No information was shared with zoll about treatment status or patient status. Patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) errors" was confirmed during the event log review but not reproduced during the functional testing. Nevertheless, the lm 34 temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, no device malfunction was observed. The event log indicated tcmid:05 and tcmid:07 recorded around the reported event date, confirming the reported complaint. The thermogard system passed the functional testing without issues. The reported error messages were not reproduced during the testing. After replacing the lm 34 temperature sensor, the thermogard system was subjected to functional testing, and the system functioned as intended. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).